Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n173819011, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that during a procedure, the healthcare professional (hcp) was unable to disconnect the sutureless connector (sc) from the old pump and the silicone sleeve pulled away from the inner metal portion. The hcp had been trying to disconnect the sutureless connector so that he could connect it to a new pump. A new sutureless connector was used for the new pump and the old one remained connected to the old pump that was returned for analysis. The issue was resolved at the time of this report and the patient was alive with no injury. The pump was used to infuse hydromorphone, bupivacaine, and baclofen. No additional surgical intervention or patient symptoms were reported. If additional information is received a follow up report will be sent.

Event description:
Additional information was received reported that the pump was used to deliver hydromorphone 10.0 mg/ml at 4.646 mg/day, bupivacaine 14.1 mg/ml at 6.551 mg/day and baclofen 38.1 mcg/ml at 17.700 mcg/day. It was indicated the event was related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found c300. There was a miscellaneous overinfusing issue due to an undetermined root cause. Analysis of the catheter sc connector found c450. Difficulty with the sc connector led to explant.